Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient went to the emergency room a few days after being implanted due to numbness in both legs. A CT scan was reported and it was decided to remove the system.

Event description:
Follow up information received that the patient is doing well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.